Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a problem in the synchronization, a problem in timing, this not detecting the ECG waves. No adverse patient impact was reported.